Event description:
There was a patient involved in this event. Unit was used in an sca event; end user says that unit never went passed its initial verbal prompts of call for help, pull the green tab etc. The patient did not survive.

Manufacturer narrative:
The device history record for this device shows that all manufacturing and quality checks had been successfully completed prior to despatch from heartsine technologies, (B)(4) on the 21st april 2011. No further investigation is possible as this device was not returned, despite numerous attempts to retrieve the device from the end user.